Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump emitted a call service alarm more often than expected by the user. There was no additional information available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box and history showed no call service alarms had recorded. Several ¿safety variable check parameter out of range¿ error alarms were shown to have been recorded. The call service alarm issue was unable to be reproduced during the investigation. The pump was opened and there were no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).